Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the second culture test, performed at the third-party labs: - first sampling date: (B)(6) 2024 sampling from: tip cfu:no detection bacterial identification:n/a. Sampling from: forceps channel/suction channel cfu:3cfu bacterial identification:cellulosimicrobium species. Sampling from: air/water channel cfu:0cfu bacterial identification:n/a. Sampling from: sub-water channel cfu:0cfu bacterial identification:n/a. - second sampling date: (B)(6) 2024 sampling from: tip cfu:no growth bacterial identification:n/a. Sampling from: forceps channel/suction channel cfu:0cfu bacterial identification:n/a. Sampling from: air/water channel cfu:0cfu bacterial identification:n/a. Sampling from: sub-water channel cfu:0cfu bacterial identification:n/a. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the device arriving at the customer facility wet after repair could not be determined, however, the issue was likely the result of improper channel drying. Additionally, growth of microorganisms were found through culture testing by olympus after reprocessing, however, after olympus performed a second culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope needed to be tested for any unexpected contamination. The customer had sent in the scope for repair and during the device return, it was found to be wet. The device had a leak and the user then sent the wet device back to olympus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.